Event description:
The device deployed however the blade was stuck and would not separate from the rivet. A needle driver and cor-knot needle was used backwards into the device and the blade released. The device successfully secured the suture. No injury to patient.